Manufacturer narrative:
(B)(4). The customer returned a dilator with the guide wire inserted. The portion of the guide wire that is extended out of the distal tip of the dilator is unraveled. Visual examination revealed the dilator body is bent into an "s" shape and the dilator tip is damaged. The guide wire is unraveled from the distal weld and the core wire is broken at the dilator tip location. The distal end of the spring wire guide protruding from the dilator is unraveled. Microscopic examination revealed discoloration and necking of the core wire at the point of separation. The distal weld was not present at the end of the spring wire (coil wire) and was not returned with the sample. The broken core wire measured 458 mm in length, which is within specification, indicating the break occurred at the distal weld. The outside diameter (od) of the guide wire measured 0.848 mm, which is within the od specification. The dilator inner diameter could not be measured as the dilator tip is damaged. The guide wire could not be removed from the dilator without damaging the sample. A manual tug test revealed the proximal weld was intact. A device history record (DHR) review was performed and no relevant findings were identified. Other remarks: the instructions for use for this product describe suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint of the guide wire breaking during insertion was confirmed through visual examination of the returned guide wire and dilator. The guide wire was found to be unraveled and separated through visual inspection of the returned sample confirming the complaint. No manufacturing defects were found during the investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to the event.

Event description:
The customer alleges that the guide wire snapped during insertion. There was no patient injury or consequence.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the guide wire snapped during insertion. There was no patient injury or consequence.